Event description:
Info received indicates the pump is leaking from the end connector.

Manufacturer narrative:
Pump has not yet been returned and lot number info was not provided. The complaint could not be confirmed. The complaint frequency with the accufuser pumps for leaks is 0.06%. The investigation is not complete at this time. A follow up report will be submitted when add'l info is available.